Event description:
While pulling the collimator tray from the storage rack the tray fell striking the tech in the chest then falling on the floor. The tech, while reaching for the falling tray, claims to have pulled her back.